Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not performed as this is the only complaint reported for this lot number to date. Investigation summary: one valeo balloon expandable stent delivery system and stent along with one unknown sheath was returned for evaluation. The sample was returned bloody, the balloon was examined under magnification and it was noted that the visible stent crimp marks on the balloon. Additionally, the stent was damaged. Functional testing was not performed due to the reported nature of the failure. Therefore, the investigation is confirmed for dislodgement as the stent had dislodged from the balloon. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an upper extremity pta procedure in the radial artery, the stent allegedly dislodged off the balloon inside the sheath. The whole system was pulled out. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer and the evaluation is still pending. The investigation of the reported event is currently underway. Expiry date (03/2022).

Event description:
It was reported that during an upper extremity pta procedure in the radial artery, the stent allegedly dislodged off the balloon inside the sheath. The whole system was pulled out. There was no reported patient injury.